Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens with diopter -9.0/+2.0/088 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (over 45yrs of age at date of implant). Claim# (B)(4).